Event description:
It was reported that the tubing was cut. There were no patient complications.

Manufacturer narrative:
Customer report was confirmed. Receive (1) single disposable pressure transducer - vamp plus kit. Pressure tubing was completely broken at the bond joint female connector (attached to zero-stopcock). Tubing was also completely broken from solvent bond joint with sample site. Cross surfaces of broken tubings were rough and uneven. Initially, as per the reported event and following edwards standard procedure, this event was determined not to be reportable; however, new information was provided when device was evaluated and the decision to report was determined. A device history record review was completed and documented that the device met all specifications upon distribution.